Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up due to the patient alert. Upon interrogation, the right ventricular lead exhibited high voltage high lead impedance. Isometrics and pocket stimulation were performed. A fluoroscopy exam revealed no anomalies. No medical intervention was reported. The patient was in good condition post event.